Event description:
Complainant alleged that the clinicians were attempting to discharge the device during open heart surgery on a pt (age and gender unk), but the dr was unable to depress the discharge switch. The complainant indicated that the dr was able to obtain another device to shock the pt, and that there was no adverse effect on the pt as a result of the reported malfunction.